Event description:
The patient had right hand carpal tunnel release using ultraguidectr with ultrasound guidance. 13 days later the patient went to emergency department with a right hand wrist pain, pain with movement, and right wrist seroma a site of incision (confirmed by CT). Irrigation and drainage were performed at bedside. Methicillin sensitive staphylococcus aureus (mssa) infection noted. The next day the patient was presented to the clinic with symptoms concerning of flexor tenosynovitis of right small and index fingers. The patient was admitted for IV antibiotics. Symptoms improved but did not completely resolve. Two days later the patient was taken to the operating room to open the flexor sheaths of the small and index finger. Murky fluid encountered. No growth was noted. Diagnosis was infectious flexor tenosynovitis. No device malfunction was reported.

Manufacturer narrative:
The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed. Infection is referenced in the ultraguidectr instructions for use as a possible complication. No device malfunction was reported.